Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 -1.5% ultrabag (dose and frequency were not reported); and dianeal pd2 - 2.5% ultrabag (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with reflin 1gm, ip, once daily; and fortum 1gm, ip, once daily. At the time of this report, antibiotic therapy and dianeal pd2 were ongoing. The outcome for the peritonitis was not reported. The baxter employed nurse reported the peritonitis was not related to dianeal pd2 therapy.